Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
According to the information provided by the technician, the issue was reproduced during on-site visit. Dc/dc & standard connectors and inspiratory pipe were found defective. Inspiratory pipe was replaced. The customer will order dc/dc & standard connectors board and replaced it by himself. Reported technical error (te) indicates a power error. The power_failure_24_volts_too_low alarm shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Recommended action in case of this te is to replace dc/dc & standard connectors board. Dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages. All standard connectors are located on this board. Internal leakage test checks the internal leakage, with test tube connected, using the inspiratory and expiratory pressure transducers. Recommended action in case of internal leakage test failure is to replace inspiratory pipe. Inspiratory pipe is a part in inspiratory section, which is only a housing or connector for multiple parts (e.g. O2 cell) and will not affect ventilation. We do not consider issue with inspiratory pipe malfunction as a safety related. Device's logs were not provided for further analysis. The defective parts were not returned for investigation, despite request. Our conclusion is that the dc/dc & standard connectors and inspiratory pipe were the causes of the failures.

Event description:
Manufacturer's ref. #: (B)(4).